Manufacturer narrative:
Additional information was added : a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Patient was an adult. (B)(6). (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system non-dehp extension set under infused. It was further reported that the fluid rate was "too slow" going through the filter. The set was infusing epoprestenol when this issue was identified. There was no report of patient injury or medical intervention associated with this event. No additional information is available.